Event description:
Silicone breast implants placed on (B)(6) 2011. Approximately (B)(6) 2015, I began having headaches, fatigue, brain fog. Saw neurology and was diagnosed with migraines. Over the years developed other symptoms such as joint pain, gerd (gastroesophageal reflux disease), ibs (irritable bowel syndrome), tachycardia, high blood pressure, heart palpitations and was started on several different medications to treat symptoms. Had normal workup including lab and radiology over the years. Went to the ER (emergency room) for tachycardia (B)(6) 2021, and started on a beta blocker to control heart rate. Had a hysterectomy on (B)(6) 2024. After years of worsening symptoms I made the decision to get my implants removed with total capsulectomy on (B)(6) 2024. Since then I have noticed improvement in symptoms. Reference report: mw5158773.